Event description:
While the surgeon was mixing the liquid monomer and powder, a "foreign substance" was found in the mixture. There is a possibility that some disinfectant was introduced into the mixture. This eent did not cause any adverse consequence to the pt or delay in surgical or anesthesia time. Another batch of bone cement was mixed and used to complete the surgery.